Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - the foreign material in the nozzle was recognized but unspecified. Moreover, no deformation of the nozzle was revealed. There was no obvious deviation of reprocessing. Therefore, the cause of remaining of the foreign material was unspecified from the obtained information. It is suggested that the user facility perform reprocessing according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. Foreign material was discovered inside the nozzle, restricting air flow. As noted, this foreign substance is indicative of the subject device undergoing insufficient reprocessing. Additionally, the objective lens adhesive was found cloudy and detaching. The illumination lens adhesive was in a similar condition. The switch, tip cover, distal end, flexible tube, and image all had scratching present. The distal end adhesive was failing. The tip cover had been crushed. The angle was insufficient, and the suction cylinder had severe scraping. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis exera iii colonovideoscope due to an air/water flow issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit had undergone insufficient reprocessing as a foreign material was found clogging the nozzle.